Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an 85 mm diameter fusiform abdominal aortic aneurysm. The aortic neck was 17 mm in diameter proximally and 20 mm distally with a length of 17 mm and 90 degree angulation. The patient had an occluded left common iliac artery. The right common iliac artery was 13 mm in diameter. The minimum diameter of the right external iliac artery was 4.6 mm. The accessibility to the aneurysm was difficult and the physician had difficulty inserting the device; however, the device was able to be implanted. The endurant aui was implanted along the greater curvature followed by the endurant 16/13/93 limb and another manufacturer¿s device. It was reported that a type ia endoleak remained and no intervention was performed as the physician was concerned that the iliac artery could tear if a cuff was attempted to be implanted. Th e decision was made to monitor the patient. No clinical sequelae were reported. The physician commented: it was hard to determine whether the endoleak was a type IV or type ia. Due to the difficult access the iliac artery could tear if a cuff was attempted to be implanted proximally (for the endoleak).

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved or contraindicated use (aortic neck angulation is > 60 degrees).